Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a recurring replace battery now alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer was assisted with troubleshooting. The alarm history was reviewed and customer did not receive a low battery alert prior to the alarm. Customer stated this is the second occurrence of the alarm without a low battery warning. The customer was advised the insulin pump be replaced. The insulin pump will be returned for analysis

Manufacturer narrative:
The insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with normal operating currents. No unexpected replace battery now alarm noted during testing. However, unexpected replace battery alarm and battery power loss alarm noted in the pump history due to connector resistance on connector board. Power error alarm was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance on connector board. After disconnecting and reconnecting the internal battery connector at connector board. The insulin pump was monitored and functioned properly. No cosmetic damage noted.